Event description:
Baxter foreign affiliate reported home pt (hp) was overfilled while using the homechoice cycler for apd therapy. Affiliate reports that during clinical coordinator's visit to the hosp, the hosp reported the hp received an incomplete initial drain followed by a full fill. According to the hosp, the hp manually infused the 2000ml of solution at 4:00pm, prior to the start of apd therapy using the homechoice cycler. At the start of therapy using the homechoice, the cycler advanced from the initial drain into fill 1 prior to drain completion, infusing the hp with the programmed fill volume of 250ml. Foreign affiliate reports the homechoice was operated at the time by a non-trained person that decided to disconnect the hp and attempt to drain the hp manually. According to affiliate, the volume of fluid drained from the hp was not measured. Foreign affiliate further reports that "hp died immediately after the end of the infusion" at 11:00pm on 11/26/1999. Foreign affiliate reports the primary cause of death was determined to be "cardiac circulatory insufficiency", secondary as "chronic renal failure, diabetes mellitus".